Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "from the triathlon cr study at (B)(6) there was an adverse event reported where pt hen/02-3 reported pain in the leg.